Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of issues with customer's blood glucose levels. The father states the customer has had issues with diabetic ketoacidosis. The father states the customer is a brittle diabetic and their levels have fluctuated from 30mg/dl to 800mg/dl. The father states the customer has not been hospitalized for their blood glucose levels. The customer declined to troubleshoot. The customer was advised to call back anytime issues arise.